Event description:
It was reported that after opening the outer package and when flushing the catheter for check, the operator found water leaked from the tip of the catheter rather than the two-way valve. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed since the problem could not be reproduced. One 4 fr groshong clearvue catheter was returned for evaluation. The product labeling indicated lot: redr2810. A video sample of the sample was also provided which corresponded to the returned physical sample and product information. The stylet was returned within the catheter. The catheter was flushed with water using a 12 ml syringe and no leaks were noted in the catheter. The water was observed to flow out of the valve; however, the flow of water did appear to give the appearance of flowing out of the tip when infused at a low pressure and certain orientation of the catheter. The catheter was clamped prior to the valve in order to pressurize the device. The catheter was pressurized with water and no leaks were noted. Since no evidence of damage was found on the returned sample, the complaint could not be confirmed.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr2810 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after opening the outer package and when flushing the catheter for check, the operator found water leaked from the tip of the catheter rather than the two-way valve. No other information was provided.